Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, line cord, and front cover. Broken pole clamp. Outdated pcb, power switch, and front cover. During the evaluation of the device the customer reported condition was confirmed . Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there was a build-up of corrosion in the reservoir of a smiths medical fluid warmer.